Event description:
The pt was undergoing a laparoscopic procedure. During the procedure, a screw came off the end of the retractor. The gallbladder was removed (the procedure) with the screw intact from the pt with no injury to the pt.

Manufacturer narrative:
A MDR decision tree for complaint reporting was reviewed and this complaint is not considered to be reportable. However, the hospital has reported this complaint to the FDA and we will be responding with our analysis as f/u. We were not able to evaluate the device and confirm the failure since the device was not returned by the hospital. We are not conclusive regarding the root cause of the failure. Please note, that this type of the device failure happens under direct vision and the piece could be easily removed by the physician w/o any pt problems. The lot history record review did not reveal any discrepancy to the complaint event during either the mfg or the packaging process. We have initiated 100% in-process inspection of the screws to prevent this problem in the future.